Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a 55-years old female patient of unknown origin. Medical history and concomitant medications were unknown. The patient received insulin lispro (rdna origin) injections (humalog) through a cartridge, unspecified dose, administered four times a day, administered subcutaneously, beginning from (B)(6) 2025, for type 1 diabetes, via a reusable pen humapen ergo ii beginning on unspecified date. On unspecified date, during insulin lispro therapy, for three months, she realized that insulin was not being absorbed by her body, there was not enough pressure from the pen to release the insulin (lot. No, 2405d03, (B)(4) and when she took it out many drops fell to ground. Because of this, her treatment was impaired, and her health compromised, because she had many episodes of hyperglycemia and hypoglycemia as she was unable to measure how much insulin was being delivered into her body (possible incomplete dose administered). (Lot. No, unknown, (B)(4). The events of hyperglycemia and hypoglycemia were considered serious by the reporter due to life threatening reason. Further information regarding corrective treatment, outcome of events and status of insulin lispro was unknown. Patient was the operator of humapen ergo ii dose pen and her training status was not provided. The general and suspect humapen model duration of use was unknown. The action taken with suspect humapen was unknown and suspect device was not returned to manufacturer. The reporting consumer did not provide relatedness of events with insulin lispro and considered the events related with humapen ergo ii. Update 23-oct-2025: additional information was received from quality department on 20-oct-2025. Pc number was updated from (B)(4). Narrative updated. No new medically significant information was received and no other changes were done to the case. Edit 31-oct-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 23-nov-2025: additional information received on 13-nov-2025 and 18-nov-2025 from the global product complaint database. Updated batch number from d797512 to 2405d03 for product complaint (B)(4) related to humapen ergo ii. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage remains no, malfunction remains unknown and device return status to not returned to manufacturer. Added date of manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 23nov2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that when she injected her humapen ergo ii device "and she took it out many drops fell to ground". She reported "many episodes of hyperglycemia and hypoglycemia as she was unable to measure how much insulin was being delivered into her body". The patient experienced hyperglycemia and hypoglycemia. The device was not returned to the manufacturer for investigation (batch 2405d03, manufactured may 2024). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to leaking after injection from device nor dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a 55-years old female patient of unknown origin. Medical history and concomitant medications were unknown. The patient received insulin lispro (rdna origin) injections (humalog) through a cartridge, unspecified dose, administered four times a day, administered subcutaneously, beginning from on (B)(6) 2025, for type 1 diabetes, via a reusable pen humapen ergo ii beginning on unspecified date. On unspecified date, during insulin lispro therapy, for three months, she realized that insulin was not being absorbed by her body, there was not enough pressure from the pen to release the insulin (lot. No, d797512, (B)(4) and when she took it out many drops fell to ground. Because of this, her treatment was impaired, and her health compromised, because she had many episodes of hyperglycemia and hypoglycemia as she was unable to measure how much insulin was being delivered into her body (possible incomplete dose administered). (Lot. No, unknown, (B)(4). The events of hyperglycemia and hypoglycemia were considered serious by the reporter due to life threatening reason. Further information regarding corrective treatment, outcome of events and status of insulin lispro was unknown. Patient was the operator of humapen ergo ii dose pen and her training status was not provided. The general and suspect humapen model duration of use was unknown. The action taken with suspect humapen was unknown and suspect device return status was not specified. The reporting consumer did not provide relatedness of events with insulin lispro and considered the events related with humapen ergo ii. Update 23-oct-2025: additional information was received from quality department on 20-oct-2025. Pc number was updated from (B)(4). Narrative updated. No new medically significant information was received and no other changes were done to the case. Edit 31-oct-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.